Manufacturer narrative:
After further review of additional information received. Event: additional information received per the medical records indicate that the patient has a history of deep venous thrombosis in the left lower extremity and pulmonary emboli. During the filter implantation, the patient also underwent the following procedures: ultrasound guided access left popliteal vein, percutaneous transluminal balloon angioplasty left superficial femoral vein and left lower extremity venogram.   The filter was deployed via the right common femoral vein. It was successfully placed between the renal veins and the iliac bifurcation. The next procedure was a venogram which revealed multiple areas of high-grade stenosis in the superficial femoral vein. A 7 mm balloon was then passed over the wire and multiple inflations were performed at 10-12 atmospheres to dilate the vein. The patient tolerated the procedures well without any apparent complications.   Additional information received per the patient profile form (ppf) states that the patient experienced tilting of the filter, blood clot, clotting and/or occlusion of the inferior vena cava (ivc). The patient became aware of the reported events seven years and three months after the index procedure. A computed tomography (CT) scan revealed a tilted filter and perforation. The patient also suffered from thrombophlebitis. These injuries have caused emotional distress, mental anguish, anxiety and stress. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: date of report, premarket identification, type of report, type of reportable event and follow up type. Description of event or problem: as reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, history includes deep venous thrombosis (dvt) in the left lower extremity and pulmonary emboli. During the filter implantation, the patient also underwent the following procedures: ultrasound guided access left popliteal vein, percutaneous transluminal balloon angioplasty left superficial femoral vein and left lower extremity venogram. The filter was successfully placed between the renal veins and the iliac bifurcation. The filter subsequently malfunctioned and caused injury and damages including, but not limited to perforation of filter struts outside of ivc and thrombophlebitis. Per the patient profile form (ppf), the patient reports tilt, blood clot, clotting and/or occlusion of the ivc, and thrombophlebitis. A CT scan revealed a tilted filter and perforation. The patient further reports emotional distress, mental anguish, anxiety and stress. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots, thrombophlebitis and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
(B)(4). As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages including, but not limited to perforation of filter struts outside of inferior vena cava (ivc) and thrombophlebitis. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots, thrombophlebitis and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: perforation of filter struts outside of inferior vena cava (ivc) and thrombophlebitis. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.